Event description:
It was initially reported to boston scientific corp that a wallstent rx biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the stent was mounted on the guidewire and across the lesion. However, the stent could not be released. The procedure was completed with another device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable. This event has been deemed a reportable event based on the investigation results; stent damaged.

Manufacturer narrative:
A visual exam found the stent was fully mounted. The shaft was kinked at the wire access port. Restriction was met when retracting the handle. The shaft was dissected proximal to the wire access port, and restriction was still met when retracting the outer sheath along the handle. The shaft was dissected, and it was possible to move the outer sheath along the deployment handle with slight resistance. Resistance was felt between the inner lumen from the middle section of the outer sheath. Solidified fluids were removed from the shaft and the inner lumen was removed from the outer sheath without resistance. The distal end of outer sheath was retracted and the stent deployed. The distal stent wires were damaged and the inner lumen was folded back on itself proximal to the skived area. Following a device analysis it was noted that the condition of the returned unit was consistent with the complaint incident that the stent would not deploy. Based on the results of the eval conducted and the details of the complaint, the most probable cause is operational context due to anatomical/procedural factors encountered during the procedure where the performance was limited. A labeling review identified that the device was used per the rx biliary directions for use (dfu). A review of the mfg documentation found no anomalies or deviations during the MFR of this lot. No additional complaints exist for the specified lot. (B)(4).